Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - no pre-dilatation. Date of event and therapy date: estimated. There was no reported product deficiency and the product was not returned. Ischemia and restenosis are known adverse events as listed in the electronic xience v and xience nano everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported the lesion was not pre-dilated prior to implanting the xience v stent. It should be noted the IFU states: pre-dilate the lesion with a ptca catheter. It does not appear that the failure to pre-dilate the lesion contributed to the patient effects.

Event description:
It was reported that approximately 20 months after direct xience stent implantation in the proximal circumflex and proximal and mid-left anterior descending coronary arteries, the patient was noted to have a positive functional ischemia stress test. Cardiac catheterization showed a 70% in-stent restenosis in the mid-lad index stent and a 90% stenosis in a non-index distal circumflex artery lesion. The patient was hospitalized and both lesions underwent xience stenting. The patient was discharged the following day. There was no reported adverse patient sequela. There was no additional information was provided.